Event description:
The customer contact reported device breakage. The plumset was being used to deliver an unspecified medication, at an unspecified rate. It was reported that after the delivery was complete, the secure lock male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the plumset to be used to flush and clear the line with an unspecified concentration of saline. No specific details were provided. At this time, the customer contact reported that the clave secondary port on the cassette of the plumset snapped off. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
One used device was rec'd and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.